Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two days' post op, dressing change. Five days' post op, dressing change. One month follow up fwb with antalgic gait, opioids for pain prn, rom 0-93°, moderate pain, moderate-severe problems, pain 5/10, satisfied. Two months' post op, worsening knee pain. Three month follow up, fwb with normal gait, opioids for pain prn, rom 0-120°, moderate-severe pain/problems, pain 7/10, dissatisfied. Three months and one-week post op, cortisone injection. Four and a half months' post op, strain of patellar tendon caused by repeated stresses or injury to soft tissue. As we know patient had arthrofibrosis and stiffness this strain may be secondary the stiffness the patient was experiencing and patient attempting to compensate. Also it is noted device was not revised or replaced therefore the device can be excluded. Five and a half months' post op, stiffness, arthrofibrosis, mua with cortisone injection. One year follow up, moderate-severe pain/problems. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-01863, 0002648920-2021-00183. Medical product femur cemented cruciate retaining (cr) standard nitrided left size 6, item# 42572606001, lot# 64706621; tibial component pegged precoat size 5, item# 00597004501, lot# 64740566. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a manipulation under anesthesia approximately 5 and a half months¿ post implantation due to severe pain and arthrofibrosis. Despite cortisone injections and manipulation, the patient continued to have moderate/severe pain and problems at the one year follow up visit. No further intervention has been planned to date. Attempts to obtain additional information have been made; however, no more information is available.